Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the screw had broken off of the handle. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.